Event description:
Complainant alleged that the medics responded to call for a patient who was in a cardiac arrest condition. The medics determined the patient was presenting a ventricular fibrillation heart rhythm. They then attempted to defibrillate the patient using paddles with the device, but the device displayed a "poor pad contact" message. The medics then switched to electrodes and again attempted to defibrillate the patient, but the device displayed the same "poor pad contact" message. The patient subsequently expired.